Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, and a hemostatic valve separation issue occurred. During the procedure, about 20 ml of blood started to flow backwards through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, small, without any catheter inside. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No medical/surgical intervention was required to stop the bleeding. The hemostatic valve did not detach from the sheath. The issue was resolved by changing the device. The procedure was successfully completed. There was no indication that the bleeding led to hemodynamics disruption. The event was not life threatening and did not require medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, it was considered not serious and not MDR-reportable. The issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially the event reported was a hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device on (B)(6), 2020 in the condition reported as it was observed that the hemostatic valve was dislodged inside the hub of the device. The hemostatic valve issue remains assessed as an MDR reportable issue. The device evaluation summary was completed on (B)(6), , 2020. It was reported that a patient underwent an atrial tachycardia (at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and bleed back since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4),